Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and a competitor's right ventricular (rv) lead exhibited high out of range shocking lead impedance measurements greater than 200 ohms detected via the patient remote monitoring system. Additional information obtained indicating that the patient was checked and shock impedance was tested several times in triad configuration with a measurement of 55 or 54 ohms. The same measurements were also obtained with isometrics and pocket manipulation. Furthermore, the physician will continue to monitor the patient. To date, the system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Should additional information become available, or if analysis is completed, this report will be updated.

Event description:
Additional information was received indicating the patient underwent a lead revision due to continued high impedance measurements. During the procedure, this device was explanted and replaced with a cardiac resynchronization therapy defibrillator (crt-d). No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, right ventricular pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.